Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump successfully, and the issue did not recur after resetting. Customer was advised to continue using the pump and to call back if the malfunction occurs again, which they acknowledged and understood.